Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed to remove the resurfacing femoral head for unknown reasons. The acetabular cup originally implanted on (B)(6) 2000 remained implanted at the time of revision.